Event description:
It has been reported to philips that the c-arm movement was partially available. The frontal stand stopped working while doing beam rotation. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movement was partially available. Review of the system log file showed that the power supply was switched off. As a part of repair activity, the fse replaced the faulty spp power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.